Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the no flow out and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming correctly. They stated that they pump would alarm no flow, but it should have alarmed load set. When the pump was returned to mmdg for evaluation, the no flow out and load set alarms did not alarm as expected. They failed to alarm. Mmdg did follow up with the initial reporter, but no other information was provided. The alarm failure was discovered at moog. (B)(4).